Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was frozen and the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not verified. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. It was recommended to the customer that the multi-function cable used be discarded. A new multifunction cable was sent to the customer. The device was recertified and returned with no fault found. Analysis of reports of this type has not identified an increase in trend.